Manufacturer narrative:
Service engineer, contracted by ams, visited the facility and performed a quality inspection on the laser. There were no problems found with the laser. The laser system was in manufacturing specification. A preventive maintenance was performed. The cause of the error codes is being investigated. The fiber(s) used in this case is to be returned for failure analysis. The fiber(s) have not yet arrived at ams. Ams quality will perform a failure analysis of the fiber(s) and report results in a follow up report. The fiber lot # is 939t. Fiber s/n is unk at this time. There is no lot problem associated with this type of fiber failure.

Event description:
The doctor was performing a greenlight pvp (photoselective vaporization of the prostate) procedure. Fault codes were displayed with one fiber after five minutes of usage. They switched the machine off and on a couple of times, but still no change. They decided to connect another fiber. After 11 minutes of continuous treatment, there was a flame on the fiber at the connector. The information provided by ams clinical trainer: during the procedure, the fiber at the connector end produced a flame. This flame petered out and the fiber disconnected from the connector. There were no injuries.